Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient that was receiving dilaudid (2.5 mg/ml at 0.8525 mg/day) and bupivacaine (30.0 mg/ml at 10.230 mg/day) via an implanted pump. The indication for use was spinal pain and peripheral neuropathy. It was reported the patient felt the top of the edge of the pump close to the skin and uncomfortable on (B)(6) 2017. It was indicated the event was related to the device or therapy and related to the implant procedure. The pump was re-positioned on (B)(6) 2017 and the issue resolved without sequelae on that date. The patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had a pocket extension after felling uncomfortable under the skin.